Event description:
Caller reports that the inner cannula is not locking into place of the outer cannula. Caller states this trach has been in the pt (son) a little over a month. Caller reported that they were advised by the physician to use the tube up to 3 months before replacing. The caller was informed that the recommended use of the product is not to exceed 29 days. Caller did not know if they were going to replace the trach or not. The caller was advised if the inner cannula is coming loose while on the vent that they should replace.